Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 127 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 09/30/2015 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 127 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 09/30/2015 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).